Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. Every time the patient went to the hospital the device turned itself off. It was confirmed that the visits to the hospital were not related to the device or therapy as the patient had been visiting a family member who had been hospitalized. The patient stated that maybe it was the frequency. This had happened in 2015 and 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.